Manufacturer narrative:
In response to FDA report number: mw5098174. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Patient reported via regulatory agency ¿possible infection." Patient additionally reported ¿extreme sweating¿, ¿not feeling well¿, ¿ still not feeling great¿, ¿lambert eaton syndrome¿, ¿hashimoto's disease¿, ¿cardiac issue¿, and ¿possible myeloma which is a rare form of blood cancer that forms in plasma¿; these events are not device related. The device remains implanted. This report is for the left side.